Event description:
No further event information available at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures found that the tibial locking bar and the articulating surface have signs of wear. As no product was returned, visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: it was found that the tibial locking bar has backed out and has displaced medially. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. Six months post implantation, the patient's tibial locking bar dislocated. The locking bar was intact and not fractured or deformed. The patient underwent revision surgery and the tibial component was replaced without complication.